Event description:
The customer reports during insertion the user felt a resistance. The swg (spring wire guide) was removed and noticed it was kinked 90 degrees.

Manufacturer narrative:
(B)(4). The customer returned one spring-wire guide (swg) assembly and an introducer needle for evaluation. The guide wire was returned with the proximal end retracted within the advancer tube and with the distal tip advanced through the introducer needle cannula. Significant dried blood was observed on both components. Visual examination of the swg revealed an area near the distal end of the swg was bent at a right angle (l-shaped), causing the distal j-bend to bend vertically out of plane. Microscopic examination of the swg confirmed the bend and revealed offset coils in the j-bend tip. Both the distal and proximal welds were intact full, and spherical. No defects or anomalies were found when examining the introducer needle. The bend in the swg was located approximately 24-39 mm from the distal weld. The offset coils in the j-bend tip were located approximately 7 and 8 mm from the distal weld. The length and outer diameter of the swg were measured and were found to be within specification. The introducer needle cannula inner and outer diameters were also within specification. A lab inventory guide wire of the same diameter as the returned guide wire passed through the intr oducer needle hub and cannula with minimal resistance. (Con't) other remarks: a manual tug test confirmed that both the distal and proximal welds were intact. The introducer needle was flushed with water and functioned as expected. A device history record review was performed on the guide wire and introducer needle and no relevant manufacturing issues were identified. The instructions-for-use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The customer report of resistance between the guide wire and the introducer needle was confirmed through examination of the returned sample. The guide wire was returned advanced through the introducer needle, with a significant bend near the distal end and offset coils on the j-bend tip. The needle and guide wire met all relevant functional and dimensional requirements and a device history record review did not reveal any manufacturing related issues. Based on the condition of the returned components and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports during insertion the user felt a resistance. The swg (spring wire guide) was removed and noticed it was kinked 90 degrees.